Event description:
The facility reported an infusion pump that was overinfusing. The event was reported to have occurred during patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The representative stated that the patient was undergoing a stress test and that the colleague pump was programmed to infuse 50cc of adenosine at 500ml/hour. The representative stated that the infusion should have lasted 6 minutes but only lasted 4 and a half minutes. The patient was noted to be vomiting afterwards. The representative stated that the patient only required observation and did not require any additional medical intervention and was later admitted to the facility for a condition not related to the colleague pump.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 02 2007.valuation summary:in-depth investigation occurred at baxter on 02/23/2007. The reported condition of overinfusing pump was not confirmed or duplicated during testing. Three 12-minute accuracy tests were performed on the pump at 100ml/hr. The pump delivered an error of -4.75%, -4.40% and -4.40% respectively. Afterwards, the pump was programmed to infuse at the reported rate of 500ml/hr for 6 minutes. The pump delivered an error of -4.38%. In addition, an accuracy test was performed at 500ml/hr for 4 minutes and 52 seconds (39.4ml per event history). The pump delivered an error of -2.08%. All of the accuracy testing was within the specification of +/-5%. An internal inspection of the pump was performed. There were no visual defects found on the pump head module. The pump was returned to the customer fully operational.